Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced contaminated cuvettes. The cse ran lamp energy check and cell blank. The cse ran quality controls (qc), which passed. The cse revisited the customer site multiple times and performed a total service call. The cse checked probe alignments, cleaned dilution tray wash unit dispense (dwud) nozzles, reaction tray wash unit (wud) nozzles and also changed peristaltic pump tubing. The cse performed lamp energy adjustment, ran cell blank, calibrations and qc, which passed. The cse revisited the customer site to check wud and dwud operation, which passed. The cse replaced incubation bath oil, system fluids and primed the system with new solution. The cse checked lamp energy and performed cell blank. The cse ran qc, which passed. The cse revisited the customer site and performed startup wash. The cse performed visual protocol, checked for leaking: no leaking was observed. The cse calibrated saline. The customer ran qc, which were within range. The cause of discordant results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported multiple patient results with variance error flag on an advia chemistry xpt instrument. The customer stated that multiple assays were affected such as urea nitrogen (un), creatinine, alanine aminotransferase (alt), gamma-glutamyl transferase (ggt), creatine kinase (cknac), triglycerides (trig), inorganic phosphorus (ip), alkaline phosphatase (alp), uric acid (ua) and glucose hexokinase (gluh). The discordant results were reported to the physician(s), who questioned them. Seven out of sixty three samples with variance flag were repeated and correct results were obtained. The corrected results were reported to the physician(s). The customer did not provide corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant results.